Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the cord can be charged, but it is hot. The root is damaged; the recharger was becoming hot. There were no known environmental, external, and patient factors that may have caused the event. After checking these issues, the device is currently able to charge, but it will require further follow-up. The issue was not resolved at the time of the report. It was also reported that the remote control was hotter, and charging was reduced faster. It was written that a call should be made to the call center. There were no known environmental, external, and patient factors that may have caused the event. The specific error code could not be confirmed, but the remote control is currently operational. However, further follow-up will be required. The issue was not resolved at the time of the report. No health damage was reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: unknown); product type: 0213-recharger g2: the country of the event is jp h6 codes refer to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The implant date and implant details were provided by the manufacturer representative (rep). They noted that by "charging was reduced faster" this was referring to the controller battery charge level depleting faster. They clarified that the connecting area of the donut part and cord was the part that was damaged. It was thought the cause of the issues was due to connecting failure of the above donut part/cord. They noted it seemed the cause of the recharger being damaged/controller battery depleting faster was aging deterioration. The recharger and battery pack were replaced, and the issue was resolved. The controller was not replaced.

Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided stating the battery was draining quickly, and there was a message saying to call the call center.

Manufacturer narrative:
Correction: fdd a12 has been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.